Manufacturer narrative:
Per the clinic, the explant was secondary to an infection (location of infection unknown). This report is submitted on october 16, 2020.

Manufacturer narrative:
This report is submitted on 23 sep 2020.

Event description:
Per the clinic, the device was explanted (date not reported).